Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having power outages and had been sleeping through the alarms. There were multiple pump stops that were seen, but the timeline was unclear. Patient stated the power outages started about a week ago. The patient was stable. Log files were submitted for review and both the periodic and event files captured system controller clock corrupt events. The total loss of power occurred 6 days ago. The last good time stamp was (B)(6) 2024 at 1:48:52. The patient was on battery power prior to this. The 3 pump stops in this file were caused by the driveline being disconnected. The pump was operating as intended. It was reported that the patient intentionally disconnected the driveline.

Manufacturer narrative:
Section b3 and b5: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had previously disconnected the driveline on (B)(6) 2024 for an unknown period of time; suspected to have been more than 1 hour.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: controller clock resets were confirmed in the review of the submitted log files. A specific cause for the controller clock resets cannot be conclusively determined through this evaluation. On (B)(6) 2024 at 23:48:52, the log file captured no external power alarms due to the voltage on both power cables being at ~0v (see (B)(4)). On (B)(4) 2000 at 00:59:59, the no external power alarms had cleared, and controller clock corrupt alarms were active due to the system controller clock not being set. On (B)(6) 2000 at 06:59:57, the no external power alarms reactivated due to the voltage on both power cables being ~0v. On (B)(6) 2000 at 00:59:59, the system controller clock had reset again, and the no external power alarms had cleared again. A specific cause for the system controller clock not being set both times could not be conclusively determined as the exact onset of both events was not captured within the log file. The controller clock corrupt alarms remained active until the system controller clock was set to on (B)(6) 2024 12:54:32 at the end of the log file. After the second no external power event, the driveline was disconnected three times (on (B)(6) 2000 01:59:59 ¿ 03:59:59, on (B)(6) 2000 02:59:59 ¿ 03:59:49 and 15:59:45 ¿ 19:59:43) and reconnected each time. There are no other notable events captured in the log file. Per additional information, there was no power outage, and the patient intentionally disconnected the driveline. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (revision b) section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.